Event description:
Pt here for cardiac catheterization. The inner core of the sheath wire broke while in the needle. The outer core remained intact and the wire was removed from the artery with the needle. Another product was opened and deployed successfully. The patient had no adverse outcome.